Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Visual examination of the provided x-ray images confirmed the reported event. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). ((B)(4)) used to capture surgical intervention.    Additional narrative:  if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. - (B)(4).

Event description:
The literature article entitled, "revision total hip arthroplasty after removal of a fractured well-fixed extensively porous coated femoral component using a trephine" written by d. F. Amanatullah, h. Siman, g. D. Pallante, d. B. Haber, r. J. Sierra, and r. T. Trousdale published by the bone & joint journal doi:10.1302/0301-620x.97b9 on 13 may 2015 was reviewed for MDR reportability. The article reports that depuy stems were associated with implant fractures, specifically: total of 11 fractures - 9 solution stems and 2 prodigy stems. The article further discusses cases of instability with dislocation amongst depuy stems either treated closed without recurrent or revision (3 components) due to recurrent instability which includes depuy stems: prodigy, solution, s-rom. Additionally noted is a case of subsidence of prodigy stem of 3.0 mm but no mention of intervention or revision for the notation. The article does not clarify what products were used for head or acetabulum components and only relates stems to adverse events: dislocation, implant fracture, subsidence. Impacted products: depuy prodigy stem, depuy solution stem, depuy srom stem